Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose displayed high on the continuous glucose monitor (cgm). Cause was due to the pump shutting off. Customer continued to use the pump for insulin therapy. Customer declined to provide any additional information.